Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was no symptom relief and no stim sensation. The patient also had a non-painful knot that stuck out of the tailbone. The patient not feeling stim was not resolved. The patient did not know if stim was on as the patient programmer was lost. This was considered sudden. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up is being conducted to obtain information about the cause of the events, the steps taking to resolve the issue and the resolution of the event. If additional information is received, a follow up report will be sent.